Event description:
It was reported that during a remote device data check, a red alert was received for high, out-of-range pacing impedance measurements (>2500 ohms) was noted from this right ventricular (rv) lead. This resulted in a lead safety switch which caused over-sensed noise and subsequent pacing inhibition. The physician suspected a rv lead conductor fracture, but this was not confirmed via diagnostic imaging. The patient was admitted to hospital where provocative maneuvers were performed and loss of capture was observed. The physician surgically capped this rv lead and a new lead was implanted to resolve the event. At this time, the rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.